Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was not receiving stimulation on their right side and readings of >4000 ohms. There was no stimulation sensation when using electrodes 4 - 7. It was recommended to get an x-ray to confirm lead position. The event occurred following an ins replacement. Troubleshooting occurred and the results indicated in range but high impedances with pt feeling no parasthesia to right side. Impedance checks completed and reprogramming attempted to no avail. Results sustained no parasthesia to right side lead. The pt did not fall post-operatively. Pt was to be seen at provider office mid-july 2011 for post op check. Impedances will checked and to try to stimulation on right side. Add'l info has been requested, but was not available as of the date of this report.